Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implanting the implantable pulse generator (ipg), a problem with the setscrew was identified. The physician completed the procedure with a different ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.